Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00180 rod, 3025141-2016-00182 screw 2, 3025141-2016-00183 screw 3, 3025141-2016-00184 screw 4.

Event description:
A polarus humeral rod was implanted. The rod and screws were later explanted as the bone had not healed.